Event description:
Reportable based on the device analysis on 12-jan-2022. It was reported that catheter kink occurred. The target lesion was located in the deep lower limb vein. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, an error occurred after the power pulse mode while preparing for thrombectomy mode. It was found that there was a kink in the middle of the catheter. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable. However, returned device analysis found a hypotube break.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned to boston scientific for analysis. The product return contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The catheter shaft showed multiple kinks on the shaft, as well as a severe kink and hypotube break at 62cm from the tip. Further inspection showed a broken shaft, with a fractured hypotube at 60 cm from the tip. A functional test was performed. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. Due to this, a functional test cannot be performed.